Manufacturer narrative:
Serial # (B)(4). The pump has not been returned to animas for evaluation. It was determined during the call to animas that the pump powered off because the battery cap was not able to secure to the pump. The pump's battery cap had not been replaced in nearly two years. The owner's booklet instructs the user to change the battery cap every six months. As the pump powered on normally with a new battery cap there is no evidence the pump malfunctioned and the user's injury can be attributed to use error.

Event description:
The patient's mother called animas on (B)(6) alleging that her son was having some elevated blood glucose levels and when he woke up his pump lost power. She said that when the patient woke up, his blood glucose level was "high" (over 600 mg/dl). She said he had nausea and large ketones but noted no vomiting or shortness of breath. The patient's mother stated that the patient has had the pump since 2010 and has not changed the battery cap. The mother changed the battery and battery cap after the blood glucose elevation and the pump powered on. At 1 pm, the patient's blood glucose level was 50 mg/dl and noted no shakiness or sweating just felt moody. He was given a peanut butter and jelly sandwich and fruit at that time. When she reviewed the alarm history, there was no low or replace battery alarm. The only other health condition the patient has is mild tourettes syndrome but does not take any medication. The patient continued pump therapy. The yellow o-ring was visible at the battery cap. The mother was not able to tighten the original battery cap to resistance and the yellow o-ring was visible. There was no visible corrosion in the battery compartment. This complaint is being reported because the pump reportedly powered off and the patient experienced elevated blood glucose indicative of hyperglycemia.